Event description:
A customer reported that the battery of the t:slim x2 pump would not charge, with a power source alert recorded in the pump history. Despite attempting solutions such as using a different wall adapter and charging cable, the issue remained unresolved. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.